Manufacturer narrative:
Unit had intermittent buttons response due to flattened esc and act button dome switch. No unlocked lcd keypad connector noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and keypad overlay texture damage.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the letters were scratching off the keypad due to possible wear and tear. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.